Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), disorientation ("disorientation"), nausea ("nausea"), dysgeusia ("metallic taste in mouth"), hypertension ("high blood pressure"), hypoaesthesia ("numbness"), allergy to metals ("nickel allergy"), back pain ("back pain"), abdominal pain ("abdominal pain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure coil were removed by hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, disorientation, nausea, dysgeusia, hypertension, hypoaesthesia, allergy to metals, back pain, abdominal pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, disorientation, dysgeusia, hypertension, hypoaesthesia, nausea and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015, left essure coil was removed and on (B)(6) 2017, right essure coil was removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 3-jan-2019: the case will be deleted from bayer pv database because this is a duplicate from (B)(4) case. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), disorientation ("disorientation"), nausea ("nausea"), dysgeusia ("metallic taste in mouth"), hypertension ("high blood pressure"), hypoaesthesia ("numbness"), allergy to metals ("nickel allergy"), back pain ("back pain"), abdominal pain ("abdominal pain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure coil were removed by hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, disorientation, nausea, dysgeusia, hypertension, hypoaesthesia, allergy to metals, back pain, abdominal pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, disorientation, dysgeusia, hypertension, hypoaesthesia, nausea and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015, left essure coil was removed and on (B)(6) 2017, right essure coil was removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.